Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. Product ID: 8709, serial/lot #: (B)(4), ubd: 14-nov-2003, UDI#: (B)(4). Interrogation of the pump determined it was used to infuse morphine, 50 mg/ml concentration at 12.503 mg/day dose, clonidine, 140 mcg/ml concentration at 35.01 mcg/day dose and bupivacaine, 10 mg/ml concentration at 2.501 mg/day dose. Pump and catheter were returned and analysis found no anomaly on pump. Analysis found catheter/catheter body/hole (or torn catheter) caused by metal pin of pump connector poking. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer¿s representative regarding an implantable intrathecal pump. The indication for use was non-malignant pain. The pump was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event.